Event description:
The report received from affiliate indicated that there was a balloon rupture in a stent implant procedure. The procedure was approached from right femoral artery. The target lesion was right common iliac artery. The vessel was not tortuous and there was slight calcification with a 99% stenosis lesion. The lesion was pre-dilated. The stent was inserted reaching and crossing the lesion easily, however when deploying the stent the balloon ruptured at 12 atm. The ruptured balloon was removed safely without loosing guidewire position. Another balloon treated the lesion and the procedure was successful. There were no reported pt complications. Please note that this device p2906e/r0204048 is distributed outside the us; however, it is similar to the us product p2906c. This product will not be returned for evaluation and testing. Add'l info will be sent within 30 days upon receipt.